Event description:
It was reported that an ilet pump exhibited battery depletion and charging issues, with the device showing charging but gaining minimal charge, not warming while on the charger, and failing to stay powered for insulin delivery, meal announcements, or cgm connectivity; the user confirmed the charger worked with a phone and switched to subcutaneous insulin injections to manage blood glucose. Symptoms included hyperglycemia, with a reported blood glucose of 217 mg/dl that was corrected with manual injections. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem traced to the battery component, consistent with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.